Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the following a procedure due to an infection at the ipg pocket site (reference MFR report: 1627487-2016-03737) the patient's ipg is unable to communicate with external devices. Device was determined to be inoperable. No further intervention has been taken.